Event description:
Event description cpi received information that this bipolar lead was removed from service due to high thresholds and impedance measurements. The physician elected to perform an invasive procedure to replace the lead.